Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted due to sui and intrinsic sphincter deficiency.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2003 and a mesh was implanted. It was reported that following insertion the patient experienced pain, erosion, extrusion, urinary/bowel problems, fistulae, recurrence, dyspareunia, neuromuscular problems and vaginal scarring. It was reported that the patient underwent suburethral lysis on (B)(6) 2003. (B)(4).

Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2003 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.